Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the pulse generator change procedure, the left ventricular (lv) lead exhibited high pacing impedance measurements and was damaged. The lv lead was capped and replaced on (B)(6) 2022. The patient's condition was stable throughout.

Manufacturer narrative:
Correction: upon review, the left ventricular (lv) lead with manufacturer report 2017865-2022-16388 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.